Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the keypad was unresponsive. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/02/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact and all the keypad buttons responded properly. Removal of the keypad cover did not find damages or contamination on any of the keypad button contacts. The investigation was unable to replicate the reported button issue. Unrelated to the reported button issue, it was observed that the display screen was dim and discolored.